Manufacturer narrative:
Continuation of d10: product ID 977a175. Serial# (B)(6). Product type: lead. Product ID 977a175. Serial# (B)(6). Product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that there were two leads with the suspected fracture and the cause was not determined. The action taken was a program was created using electrodes without impedance abnormalities. Impedance abnormality continued. It was unknown whether the effect on treatment has been resolved.

Manufacturer narrative:
Continuation of d10: product ID: 977a175, serial#: (B)(6), implanted: (B)(6) 2020, product type: lead; product ID: 977a175, serial#: (B)(6), implanted: (B)(6) 2020, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID neu_unknown_lead lot# serial# unknown implanted: explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, ubd: , UDI#: foreign: japan. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal canal stenosis. It was reported that when the remaining battery power of the stimulator reached 0%, the set value unavailable was displayed. Afterward, even though it is fully charged, when the screen is started up, the setting value unavailable is displayed. The battery pack was removed several times, but the problem did not resolve. The remaining battery of stimulator power was 0% was listed as a factor that may have caused the event. When the settings were once changed from group c to a and returned to group c, the set value unavailable was not displayed. It was unknown if the issue was resolved at the time of report. No health damage was reported. Additional information was received. It was clarified that "set value unavailable was displayed" was the settings not available message; "the setting value can not be used" was displayed. The cause of the stimulator being at 0% and the set value unavailable message was that an abnormal lead impedance may have occurred, but the cause has not been identified. The further actions taken to resolve this issue were removing the battery pack, and attaching it. Changed from group c to a and returned to group c. After the patient visits the hospital, impedance is measured. The issue has not since been resolved. Additional information was received. It was reported that impedance measurement results showed impedance abnormalities in some electrodes, so they were reset using other normal electrodes. It was noted that at this point, the problem has been resolved. The ins recovered from exhaustion (depleted status) and was charged at the time of the initial report. Additional information was received. It was reported that when the patient tried to adjust the group c stimulation that was always used, it used to be adjusted by 0.1, but since the patient went to the hospital where s/he was told the line was broken, it has gone up by 0.2. It is hard to adjust it unless it is in 0.1 increments, and adjusting by 0.2 results in tingling sensation. The patient reported that it has seemed to go up by 0.2 since s/he went to the hospital where s/he was told that the line was broken. When the patient was informed to consult with his/her doctor about changing the settings, s/he strongly requested to speak with a sales representative. The patient was informed that the sales representative would contact him/her. The issue was not resolved at the time of the report. Additional information was received. It was reported that the "impedance abnormalities" were high impedance. The treatment after the settings were changed has become less effective compared to before the settings were changed. Additional information was received. It was reported that a high impedance has occurred, and a partial fracture is suspected. The cause of the settings increasing by 0.2 instead of 0.1 was determined; it was due to the product specifications which increases in the number of electrodes used in the program (24). They have explained that there are no problems with the product because the increase in 0.2increments is a specification. The patient is scheduled to medical consultation the medical institution on april 27, so they will make the settings changes if necessary. The issue has since been resolved.